Manufacturer narrative:
Correction: d1. A technician visited the site to assess the device. A thorough evaluation of the system was performed, encompassing an inspection of all operational parameters, which were confirmed to be within the specifications set by the manufacturer. The patient circuit underwent calibration to ensure precise airflow, pressure, and volume delivery; this calibration was successfully completed, with all values falling within the necessary limits. No faults were detected during the testing process.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator turned off during patient use. No harm to the patient was reported.